Manufacturer narrative:
The device was not received for evaluation and was reported to have been disposed; therefore no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impact on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. If any further relevant information is provided a follow up medwatch report will be submitted.

Event description:
The control system locked during withdrawal (rex), guidewire caught in the system.